Event description:
It was reported that no capture was observed. Review of egm confirmed no capture and intermittent escape rhythm. All lead measurements were stable. The patient recently had problems with dehydration and lightheadedness. Programming changes were made. The patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.